Manufacturer narrative:
It was reported that the patient sustained a burn during treatment. The device has not been returned for evaluation; the rood cause could not be established. If more information becomes available additional reporting will be provided as a supplemental report to this document.

Event description:
It was reported that the patient sustained a burn during treatment.